Event description:
Overinfusion of 5fu on a 6060 pump. The pump was set in the continuous mode with a concentration of 27 mg/ml, rate 67.5 mg/hr, 240 ml vtbi, 96 hours total. The bag volume was 260 ml. The patient was no injured, and did not require any medical intervention. The nurse had started the infusion at 12:30pm on a certain day. At 7:00am on the next day, the bag was dry.